Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause of the inability to power on is shorted 3.3v, 1.8v and -5a power supplies. The cause for the shorted power supplies is excessive current. The cause of the excessive current is a broken connection at high-voltage capacitor c21. High voltage capacitor, c21, was broken from the pad of the high voltage board. The cause of the broken connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he heard a pop and then his monitor would not power on. The pt was issued a replacement monitor.